Event description:
In (B)(6) 2021, the dad reported that the audio processor flashed red and the implant began to have intermittent function due to the rondo. The audio processor was upgraded to rondo 2 in (B)(6) 2021 and the recipient_s hearing performance was good. However, the device was changed again in (B)(6) 2021 as the recipient did not support the use of the audio processor. Furthermore, when the recipient was seen in (B)(6) 2022 they continued to experience problems and reported no hearing benefit with the device. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: based on the information and measurements received, a mechanical damage of the stimulator electronics, which is typical for a severe external impact to the housing, appears likely. In addition, in situ measurements prior to complete loss of functionality showed one channel with high impedance due to undetermined reasons. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. Re-implantation was carried out, but the device has not been received yet.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was likely caused by humidity ingress at the detected micro-leaks at the housing's header assembly. Other damages found are related to the explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
In (B)(6) 2021, the father reported that the audio processor flashed red, and the implant began to function intermittently. The audio processor was upgraded to a rondo 2 in (B)(6) 2021 and the recipient_s hearing performance was good. However, the device was changed again in (B)(6) 2021 as the recipient did not support the use of the audio processor. When the recipient was seen in (B)(6) 2022, she continued to experience problems and reported no hearing benefit with the device. The recipient has been re-implanted.

Event description:
In (B)(6) 2021, the dad reported that the audio processor flashed red and the implant began to have intermittent function due to the rondo. The audio processor was upgraded to rondo 2 in (B)(6) 2021 and the recipient_s hearing performance was good. However, the device was changed again in (B)(6) 2021 as the recipient did not support the use of the audio processor. Furthermore, when the recipient was seen in (B)(6) 2022 they continued to experience problems and reported no hearing benefit with the device. Further proceedings are unknown.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.